Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced into the left atrium and positioned on the mitral valve, upon the initial attempt to grasp the leaflets it was noted that one of the grippers remained raised. Troubleshooting attempts were performed in the left atrium and were unsuccessful. The clip was replaced, and two clips were implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 - title: dr. Added.

Event description:
N/a